Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during visual inspection of unit during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit console cover has damage to it on the rear inspection of the internal portion of the unit revealed no damage to the internal components of the unit. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and discovered console cover has damage to it on the rear. Inspection of the internal portion of the unit revealed no damage to the internal components of the unit. Unit passed all portions of the pm and the customer requested a quote for the repair. No further information available on repair. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: no repair information.